Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-07059. It was reported both of the patient's scs leads were exhibiting high impedance. Consequently, the patient's physician decided to replaced both of the patient's leads. Reportedly, effective stimulation therapy was restored postoperatively.